Manufacturer narrative:
Tandem technical support followed up with the customer several hours later, and the customer indicated that bg levels were back up to 270mg/dl. The customer was going to take another correction bolus, and change out the site. The customer was also going to contact their healthcare provider next day for additional resolutions. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had elevated blood glucose levels between 270-510mg/dl for the past week, and a value of 300mg/dl this morning. The customer changed out the infusion set and cartridge, and bg levels came back down to 108mg/dl.